Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s14e30083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, a full evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the cap on the patient line of the automated peritoneal dialysis (apd) set with cassette was loose. This was found before use and there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.